Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 1900217: 121 items manufactured and released on 12-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, 69 items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on (B)(6) 2019. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1900796 lot 1900796: 280 items manufactured and released on 8-may-2019. Expiration date: 2024-04-27. No anomalies found related to the problem. To date, 126 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 22 days after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner successfully.